Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "we recently converted to your b. Braun space pumps and have found that air bubbles are forming on the tubing sets 490100 and 490037. It is happening with refrigerated and room air infusions. We are letting the fluids warm to room air, once for 4 hours, and within 30 minutes of spiking the bag we had champagne bubbles forming. This is causing lots of air in line alarms as well." No injury reported.